Event description:
Information as it was reported to ams indicates that the laser displayed error 171 indicative of a system malfunction during a procedure. The customer was unable to clear the error that occurred and the case was aborted. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case.

Manufacturer narrative:
Product evaluation summary: the resonator s/n (B)(4) was returned to ams on april 10, 2015 and evaluated on (B)(4) 2015. The evaluation revealed the 4th and 7th bar on the diode burnt; q switch overhead temperature error was noted; ram optic, yag rod were noted burnt; coupler cover was stuck and down revision. The diode, q-switch, yag rod, ram optic with plates, hoses, coupler cover and desiccant were replaced. The resonator was realigned and a new test report was completed.